Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. Customer's current blood glucose is 369 mg/dl and customer's blood glucose while hospitalized was 370 mg/dl, customer's blood glucose at the time of incident was 355 mg/dl. The cause of hospitalization was high blood glucose. The customer experienced symptoms like headache. The customer was treated high blood glucose with insulin pump. The customer was wearing the insulin pump during the hospitalization. It also stated that the customer feel okay to troubleshoot for high blood glucose but customer's mother was unable to continue the troubleshoot for high blood glucose.. The insulin pump will not be returned for analysis.